Event description:
This is a report of a patient who experienced an unknown system error on the homechoice machine. This occurred during use; however, the patient was not connected at the time of the event. There was no report of patient injury, medical intervention, or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.